Event description:
On deployment of stent there was no problem. It was on retrieval of the equipment the outer covering of the catheter sheared and stayed on the wire. Manufacturer picked up device for evaluation. But did not report findings to us.